Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to the instrument being misuse, by product being put through excessive bending overload, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.

Event description:
It was reported patient underwent an anterior cruciate ligament procedure on (B)(6) 2015. During the procedure, the drills fractured while attempting to advance into the patient's femur. Standard straight readers were utilized to complete the procedure. No additional holes were drilled.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions; ¿intraoperative fracture or breaking of instruments has been reported¿ and "instruments that have experienced extensive use or excessive force are susceptible to fracture." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015- 01411 / 01413).